Event description:
A customer reported that the battery of their t: slim x2 pump would not charge, with a power source alert logged in the pump's history at the onset of the issue. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved prior to contacting technical support by changing charging supplies, and the pump began charging again, requiring no further assistance.